Event description:
Complainant alleged that while attempting to treat a 3-year-old patient (gender unknown) post drowning, the electrode pads would not adhere to the patient's skin. A 2nd set of electrode pads were used with the same results. The lot numbers of the pads are lot: 4525 and lot: 1825b. Complainant indicated that the patient subsequently expired. Please reference medwatch 1218058-2026-00101 for pads lot: 1825b.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.